Event description:
The patient called the nurse to the room. Blood was noted backing up in the IV tubing. The patient had just come from the bathroom. The nurse found the distal section of the IV tubing (baxter solution set with duo-vent spike, 0.22 micron high pressure extended life filter, 1 clearlink valve 6" from the male luer link adapter) separated from the y-port connection. The patient denied any knowledge of what might have happened to the tubing.====================== health professional's impression======================unknown